Event description:
They placed a premicath catheter in the pt's arm until 10 cm were in place, when the catheter stopped. They tried to remove the stylet, which failed. Upon the attempt to withdraw the catheter the catheter ruptured and a 10 cm fragment remained in the pt's arm as ultrasound and x-ray showed. It finally moved into the right atrium. The rest of the catheter was removed form the pt and returned to vygon (B)(4). The physician admitted that she probably pulled the catheter back through the needle after the stop at 10 cm. The pt was moved by helicopter to another hospital to remove the catheter which failed.

Manufacturer narrative:
This complaint is not confirmed. Having examined the proximal fragment of the third faulty sample returned, we found that the catheter was fragmented at 10, 2 cm. Microscopic inspection showed that the catheter was cut in a v-like shape. Such damage is typical if the catheter has been pulled back through the 24 g peelable needle. The physician admitted that she probably pulled the catheter back through the needle after the stop at 10 cm. Unfortunately the user did not follow this warning. First complaint for this batch, no similar complaint received within the last 3 years for this code. No corrective action will be initiated at this time.